Event description:
It was reported that pacing was unavailable. It was further stated that the cable and the external pacemaker did not appear to have any problems. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for eval.